Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified higher sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a seizure and loss of consciousness. The customer regained consciousness in the emergency room and details of treatment are unknown as the customer does not remember anything. An unspecified blood glucose reading was taken on a healthcare professional (HCP) meter for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.